Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer/manufacturer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported from the rep that the patient was currently in the hospital. The reason was possibly related to her stimulator. They stated that the patient was at the sink brushing his teeth and all of a sudden their stimulation felt very strong and they fell. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative from a patient. It was reported that the jolt of stimulation was due to an increase in stimulation. It was unknown what caused the increase. Patient did have dementia. The rep was able to connect with the patient and spouse today ¿ they both confirmed that the stimulator had been working as intended since theymet and that the patient had no further falls since the reported incident. No further complications were reported.